Event description:
It was reported that: "the physician was deploying the final optimax coil and upon pulling back on the microcather the tail of the coil came out. Suspected to be the 6x20 optimax which was the last coil deployed." Update 24jul2025 - additional information received from the issuer: "detach controller used as intended. The physician inserted the detacher per usual and pressed button. The tail of the coil protruded into the parent artery." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). 24jul2025 - additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.